Event description:
It was reported to philips that the device failed the electrical safety test. There was no patient involvement or harm. This event was reported to have occurred during pvt. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer evaluated the device with the assistance of the rse and observed a damaged power cord. Power cord replacement was recommended. The customer requested the part ID for the power cord. Further information has been requested. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.